Manufacturer narrative:
Analysis confirmed the customer comment that the stylus and the cursor were not aligned, and the connection between the overlay and the xy board was reseated and the stylus calibrated. It was additionally noted that the upper and lower cases were broken, the stylus was missing and the handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus touch pen was not working properly. The programmer was returned for service. No patient complications have been reported as a result of this event.